Event description:
It was reported that the teflon coating on the bovie tip started to flake off during surgery.

Manufacturer narrative:
It was reported that the blue teflon coating started coming off during surgery. Minimal details were provided regarding this incident. The generator settings used, the tip cleaning methods and the length of time that the cautery pencil was activated is unk. The sample has been received and evaluated. Upon visual inspection, it was noted that the blue teflon coating on tip was chipped and was missing from the blade approximately half the way down the tip. There also was burnt residue and a small fragment of the coating near the end of the tip. We tested 2 unopened samples utilizing various coagulation generator settings. We are unable to replicate the reported issue. A root cause has not been determined. We have not been made aware of any pt injury but due to the reported incident and in an abundance of caution we are filing this medwatch.